Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.75 x 32 synergy ii drug-eluting stent, the stent dislodged distally presumably due to glove contact. The device never entered the patient's body. No patient complications were reported.